Event description:
It was reported that during a pre-use inspection, peeling was identified at the biopsy port of the bronchofibervideoscope. There was no patient involvement associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available. Date of event is unknown. Additional information will be provided if available.